Event description:
It was reported that the patient was admitted to intensive care in an "emergency situation." While suctioning to remove fluid during a tracheotomy, the patient contorted her body, arched her back, and came off the table. The patient attributed this to the deep brain stimulation (dbs) system. It was reported that the dbs could not be turned off. The patient had a patient controller. The patient was directed to the health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report #3004209178-2010-07596.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.